Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that is was not possible to interrogate the device with radio frequency (rf) telemetry and an unexpected magnetic rate response occurred. No known intervention was performed. The patient was stable.

Event description:
Additional information was received that the interrogation has been resolved and the device is working as designed.